Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the insulin pump would turn on and then the display would go blank. The customer's blood glucose reading was unknown. The caller did not have the insulin pump to perform troubleshooting. The caller was given advice on how to troubleshoot, and was to relay the information to the customer. The caller stated she would have the customer call the helpline. No further details were provided.